Event description:
It was reported that air bubbles were observed within the canister. The customer's blood glucose (bg) level was 570 mg/dl. The customer addressed their bg with a correction bolus. Customer primed the tubing to address the issue.